Event description:
During the patient's follow-up on (B) (6) 2009, oversensing was still seen in the bipolar configuration. The ventricular sensitivity was programmed to 4 mv in the unipolar config- uration with r waves of 9 mv. The patient would continue to be monitored every three months.

Event description:
The non-pacemaker dependent, asymptomatic patient presented for a routine follow-up. There were 1755 high ventricular rate episodes recorded, all showing noise on both the atrial and ventricular leads. The noise could be reproduced with isometrics. Clavicular crush was suspected.